Event description:
--

Event description:
Boston scientific crm received information that this atrial lead was exhibiting impedance measurements greater than 2000 ohms and a decrease in sensing and no capture were also noted. A lead fracture was confirmed per the physician near the junction of the subclavian. The lead was explanted.

Manufacturer narrative:
Should this lead get returned, it would be analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 5.3cm from the terminal pin. Both the distal and proximal segments were returned. Set screw marks were noted on the terminal pin and ring assembly. The suture sleeve was not returned with the lead, however its footprint indicated a suture sleeve was anchored down at about 17.5 cm. Technicians placed a similar suture sleeve on this lead and it showed the distal end would be about 19.2 cm from the terminal pin. A bend/curve was observed near the distal end of the suture sleeve where an x-ray examination revealed all inner coils were fractured. A secondary fracture was also identified on some of the filars. The lead did not pass resistance testing due to the fracture. Laboratory testing was able to confirm the allegation of high impedance measurements by confirming a fracture in the conductor coil at the distal area of the suture sleeve tie down. It was noted that since the outer insulation was intact over the fracture site this indicates that the damage was not from the clavicle first/rib.